Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. An infusion set change was performed to address the issue. Tandem technical support educated the customer in regards to avoiding temperature changes to the pump as the occlusion alarm had occurred while the customer wore the pump against their skin. There was no reported adverse impact to the customer's blood glucose level.